Event description:
Event date: 2023-03-22: patient transmission shows lia. Asked for review. Noted no reproducible noise in person. Device has 3 months remaining so physician is weighing options for lead revision. Reviewed cl transmissions. Noted that lia has triggered 8 times in past 9 months. 5x since beginning of (B)(6) 2023. No programming changes have been made. Noise is present clearly on bipolar egms. Surprisingly, there is little to no impedance variation on either trend. Since there is no definitive proof of oversensing in clinic, it is impossible to know whether lead fracture relates to tip or ring electrodes. There is clear history of oversensing on bipolar trend. Can consider reprogramming to ttc sensing to see if issue persists between now and rrt. This would provide insight into whether it is a tip issue. Oversensing could potentially resolve, or persist. At that point, more data would be available to inform physician decision about lead revision at gen change. Physician decision on how to proceed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).